Event description:
Dexcom was made aware on 03/22/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the skin. (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, rash, redness, blisters and drainage, which occurred an unspecified day after the sensor had been inserted. It was reported that the patient experienced a with a large red, severe and oozing rash that chafes a lot. There is no documentation of scarring, infection, or systemic reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-088608 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.